Event description:
Related manufacturer reference number: 2017865-2024-22259. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead oversensed noise. The right ventricular lead was capped and replaced on (B)(6) 2024 and programming changes were performed on the implantable cardioverter defibrillator (ICD). The patient was in stable condition.